Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed due to the device did not perform as intended and the balloon was not identified through ultrasound. In addition, atrophy under the cuff was identified. The patient had a good outcome following the surgery.